Event description:
Called tested 5.0 inr on the coaguchek xs system while a comparison lab returned as 3.8 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system, however, customer no longer has the test strips; replacement was sent.